Manufacturer narrative:
Batch review performed on 04 august 2022: lot 2108916: (B)(4). Expiration date: 2026-08-30. No anomalies found related to the problem. (B)(4). Additional item involved in the event, batch review performed on 04 august 2022: gmk-sphere 02.12.0026l femoral component sphere cemented size 6+ l (k140826) lot. 2112039 lot 2112039: (B)(4). Expiration date: 2026-10-06. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month from primary surgery the surgeon performed a washout and revised the femur and poly. The surgery was completed successfully.